Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint that the customer could not activate the bipolar energy. The fse was unable to reproduce the issue upon testing the integrated electrosurgical unit (iesu) bipolar activation. The system was tested and verified as ready for use. No image or video was available for review. Verification via rfe logs confirms the occurrence of a procedure on the reported event date matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to activate the bipolar energy while the monopolar energy had no issue. When the customer pressed the bipolar foot pedal, the energy was not firing and there was no sound from the integrated electrosurgical unit (iesu). The bipolar instrument was installed on the universal surgical manipulator (usm) 2 and the arm number was shown in the iesu correctly. An isi technical support engineer (tse) had the customer reseat the energy control cable between the iesu and the video processor (vp), but the issue persisted. The customer elected to use the force triad to continue the procedure. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon powering on the system, the system functionality was checked and there was no error found. The customer could not activate the bipolar energy meaning that even though they pressed the foot pedal for bipolar, the bipolar energy did not fire. The procedure was completed with no report of patient injury.